Event description:
I read an article about the problems with coopervision avaira toric contact lenses. I wear coopervision avaira aquaform contact lenses which are not included in the company's voluntary recall. However, I had some of the same problems. I had a contact that caused my vision to be blurred, but only for the eye with that particular contact. That was in (B)(6) 2011. I assumed it was defective, but didn't realize it was a widespread problem. I also had a contact that felt very scratchy on my eye and hurt my eye, but it did not cause any damage. I also did not think to report that problem. But after reading the article about the recall, I thought I should report it as well. I threw both of those lenses away, so I don't have them anymore. I haven't had any other problems with the current lot of contacts that I am using. Dates of use: (B)(6) 2011.